Manufacturer narrative:
Device history record review: two complaints received for this symptom code on this lot/batch. Sample analysis: no sample is available or received for eval. Conclusion: the complaint is unconfirmed. Event data will be trended per quality data analysis procedure.

Event description:
A pt called and said that her cycler froze at the end of her treatment. The pt was no longer connected. Advised pt to power down the cycler and then back on so that we could dismantle it in order for her to attempt a new setup. When taking the cassette out, the pt stated that there was fluid leaking from the cassette and was in the door of the cycler. No sample is available for eval. There is no report of pt ill effect.